Event description:
The recipient reportedly experienced an infection. On (B)(6) 2021, a cleaning surgery was performed to remove the infection and necrosis was discovered. Medication was prescribed (type unknown), however the issue did not resolve. The recipient's device was explanted. The recipient's infection has resolved.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient was not reimplanted. The external visual inspection revealed the electrode was severed prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the electrical tests performed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.